Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had damaged to the casing of the insulin pump, such as cracks or hairline fractures, scratches or damage on the display and rainbow effect making it hard to read. Customer stated that insulin pump hearing unusual noises different from the normal rewind noises and rewind was slower. Customer stated that insulin pump had an unexplained and random no delivery alarm. Customer stated that there reset buttons were not responding when first press, buttons stick down when pressed them and insulin pump rejected some new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.